Event description:
A hosp reported to our dist that "one pt coded and eventually expired" whilst on a respironics esprit ventilator, fisher & paykel healthcare mr850 respiratory humidifier and the rt110 adult breathing circuit. F/u info from the hosp included: the hosp began using dual heated breathing circuits "in 2007, and they had been experiencing condensate issues in their ventilator systems. In 2008, a male pt "coded" and the hosp attempted to resuscitate the pt for approx 30 mins "without success". The "ventilator did alarm" and the "nurse that discovered it saw 'occlusion' in the window" of the ventilator. The hosp is currently in possession of the ventilator and humidifier. The prior status of the pt is unk. It should be noted that the hosp continued to use the rt110 adult breathing circuit with the respironics esprit ventilator contrary to fisher & paykel healthcare recommendations. The ventilator MFR has been notified of this event.

Manufacturer narrative:
The device has been quarantined by the hosp. Results: respironics esprit ventilator. Conclusions: the hosp continued to use the rt110 adult breathing circuit with the respironics esprit ventilator contrary to fisher & paykel healthcare recommendations. We are continuing to investigate this reported event and seek add'l info from the reporting hosp.